Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received high voltage therapy. Upon device interrogation, the implantable cardioverter defibrillator exhibited undersensing and the patient was in atrial fibrillation with rapid ventricular response that led to the patient to receive inappropriate high voltage therapy. Programming changes were made.